Event description:
Information was received from a patient who was implanted with a neurostimulator for complex reg pain syndrome type I. It was reported that the patient had overstimulation. The stimulation came on by itself on max suddenly on (B)(6) 2016. It was also reported that the patient lost their patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.